Manufacturer narrative:
(B)(4). Manufacturer address corrected to (B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed signs of contamination. Discoloration, missing parts or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed signs of wear and a partially cracked/torn laser guard foil. The shore hardness of the tube was measured at nine different positions of the tube shafts and was found to be within specification. The performed visual examination and shore hardness test showed the reported issue but the tested device complies with current specifications. No material or manufacturing related issue could be identified. Other remarks: the product instructions for use (IFU) states: "during intubation, make sure that the tube is not bent or torqued in the area of the laser-guard foil and that the laser-guard foil itself is not in any way damaged. Therefore, always use an intubation aid (intubation stylet)". A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the lasertubus kinked while trying to intubate a patient.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the lasertubus kinked while trying to intubate a patient.